Manufacturer narrative:
Visual examination was performed on portion of lead that was returned-prox section 131/2 inches long. Coil appears intact throughout length. Lt brown particulate inside lumen. Large holes worn through insulation between strain reliev and 21/2" from prox end. Twisted worn area near center of returned section. Damaged area near strain relief also appears to have been twisted. Slight abrasion along entire length of lead. No conclusions can be drawn.